Event description:
It was reported that patient underwent explant procedure due to inadequate pain relief. The explanted device will not be returned. Additional information was received that everything was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 18313281.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last year based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent explant procedure due to inadequate pain relief. The explanted device will not be returned.